Manufacturer narrative:
Device evaluation: a retain cartridge sample of lot # b201589 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, a fill test, and a force test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's blood glucose levels have been elevated between 300 and 512mg/dl with nausea. The reporter indicated that the pump has been emitting multiple occlusion alarms and the patient has changed out the infusion set multiple times. The reporter indicated that now insulin is pooling at the connection between the tubing and cartridge. Additionally, the reporter indicated that the patient does not cycle their cartridges prior to filling. This report is being made based on the indication that the patient experienced elevated blood glucose levels related to occlusions related to use error.